Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation, reasonably known information suggested that the probable was damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope bending section rubber adhesive was chipped. There was no patient involvement.